Event description:
During a ptca procedure the balloon of this device ruptured inside of a competitors stent. However, the procedure was completed with this device. The pt is reported as fine and the device is being returned for co's analysis.